Event description:
The ventilators remote alarm to the nurse call system(simplex-grinnell. Ez-care nurse call)stays locked and will not clear the nurse call alarm, even though the vent is functional and not causing an alarm event.====================== manufacturer response for ventilator, e-500======================this is an ongoing problem we have with the vents for the past 2 years and have let newport know and has not been resolved.